Event description:
During the device evaluation, the arjo service technician noticed and replaced the broken actuator. There was no patient involvement. No injury was sustained.

Manufacturer narrative:
The investigation is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The hi-low actuator detachment from one side caused that the bed stuck in the trendelenburg position. The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement to the trendelenburg/reverse trendelenburg position. In the complaint at hand arjo representative was informed by the customer staff that they did not notice any damage. The actuator partial detachment was observed during the device evaluation that was conducted by the arjo service technician. Thus the circumstances of the bed damage are unknown. However, analysis of the previous complaints indicates that the most probable root cause of the malfunction was that the hi-low actuator was mechanically damaged. The photographic evidence provided shows that the plastic component which holds the actuator broke at the mounting point to the frame and the actuator detached from one side. The actuator can be mechanically damaged if the bed¿s movement is interrupted by the obstacle, for example when the obstacle is placed under the bed. However, due to unknown circumstances in which the malfunction occurred, this hypothesis and exact cause of the claimed malfunction could not be determined. The citadel plus bed frame instruction for use (IFU) states to: keep all equipment, tubes and lines, loose clothing, hair and parts of the body away from moving parts, ensure that the pathway is clear of cords, hoses and obstacles before driving bed. Moreover, IFU indicates that the full test of all electrical bed positioning functions should be carried out weekly. The actuator was found to be detached and from that perspective, the device did not meet performance specifications. The device was not in use when the issue occurred. It was decided to report this case as the detected malfunction of the hi-low actuator results in the unexpected movement of the bed platform. No injury was claimed.